Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty flow transducer on the smart pneumatic module. The smart pneumatic module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device compressor would not take a test breath. Complainant indicated that there was no patient involvement in the reported malfunction.